Manufacturer narrative:
Insulin pump had no crack on the lcd display window. Insulin pump received with deep scratch on lcd display window.

Event description:
Customer reported a crack on the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 144 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.